Event description:
On 10/9/96 co's employee was informed of an event that had occurred in the pediatric ICU. Co investigated this report directly with the hospital and also obtained info from the facility's medwatch report. According to the hospital, a nurse had responded to the audio alarm of co's pulse oximeter that was being used to monitor a 9 month old female. The nurse reportedly "silenced" the alarm, "corrected the situation with the infant" and left the room. (The medwatch report states that the alarm was "temporarily silenced" but an employee of the facility has expressed belief that the nurse may have "permanently" silenced the alarm.) According to the hospital, the pt was checked again 5 minutes later and the pt readings were appropriate, and then the nurse returned "20 to 30 minutes later" and found the pt had expired. At the time of the last check, the monitor was alleged to be "in pulse search and not alarming" and the facility reported that the monitor's "red light" was on.